Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided.  The single complaint was reported with multiple events. There are no additional details regarding the additional events.  Citation: videosurgery miniinv 2020; 15 (1): 1¿10 doi: https://doi.org/10.5114/wiitm.2019.83611.   Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.   Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that the ethicon product (ultrapro mesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Patient demographics.

Event description:
It was reported in a journal article with title: totally extraperitoneal inguinal hernia repair with or without fixation leads to similar results. Outcome of randomized prospective trial. The study objective was to evaluate the impact of mesh fixation on the incidence of pain and pain-related restriction of physical activities, risk of hernia recurrence, return to preoperative activity and demand for analgesics in patients after tep-ihr. Between september 2012 and december 2016, there were 26 patients who were treated with ultrapro mesh and 61 patients who were treated with an ultrapro mesh with absorbatack fixation device. Follow-up occurred on the 1st, 2nd, and 7th day and 3, 6, 12 months postoperatively. (N=38) peritoneal lacerations during surgery. Some cases required stitches because it was large. (N=37) chronic pain in the groin 3 months after surgery. (N=18) chronic pain in the groin 6 months after surgery (n=15) chronic pain in the groin 12 months after surgery. Analgesic treatment was limited to ad-hoc ingestion of pain killers. Lack of fixation in tep-ihr does not increase the risk of hernia recurrence, and its presence does not significantly worsen the treatment results; especially it does not increase the incidence of chronic pain.